Manufacturer narrative:
Citation: kyv pang, pkt tse, ck wong, et al. "The interim result of pipeline flow divertor in a single centre." Interventional neuro radiology 21(1s). The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Information received from the same report as MFR: 2029214-2016-00542.

Event description:
Medtronic received information through review of literature that during this study there was 30-day mortality.